Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient said she is not happy with the implant, it's not helping at all, she is miserable with pain and ata loss and not sure what to do next. Patient stated the trial worked great and she was pain free for 3 days but she is not sure what happened when they implanted the device. Patient stated she had several programming done and saw healthcare provider (hcp) couple months ago and she is not getting relief. They did MRI and talked about doing back surgery and having rods and screwed place but she don't want to do that. Patient stated they talked about having another company device implanted but she is not sure that she wants that either. Patient asked for guidance on what to do next. Patient stated she wanted to call and let us know what's happening. Patient services  reviewed device function. The patient was redirected to their healthcare provider to further address the issue. Pt reported that the cause was not determined. They want to put in a spinal peripheral stimulator. The issue is not resolved. Patient went to a neurosurgeon and he wants to do an emg. Pt said they were "very dissatisfied with implant" and will be having the implant explanted on (B)(6) 2022. Pt said the implant did not work and was reprogrammed several times by various reps, but the pt did not get pain relief. Pt mentioned they had pain relief from the trial implant; pt was "pain free." Pt had gone back to their doctor and tried reprogramming multiple times with several different reps, but reprogramming did not resolve issue. Pt said issue was not resolved and the pt would be having their doctor explant the implant on (B)(6) 2022. Pt said they had gone to another doctor to get a second opinion and the other doctor suggested another stimulator from "sprint." Pt said the other doctor also ordered an EKG. Pt said the EKG revealed a pinched nerve in their back. Pt said they turned their therapy off since the therapy was not working at all. Pt said they had been in pain and miserable for the past 3 years.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on (B)(6) 2023. The caller reported that the patient may have had their device explanted, however she was unsure if just the ins was explanted or if the leads were as well. Caller was unaware of who the managing hcp was and was unable to confirm on the call if the patient's device was explanted or not. No additional information provided on the call.

Manufacturer narrative:
Correction to g3: aware date should be 2022-feb-07 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.